Manufacturer narrative:
The impedance issue was reported initially on the incorrect product on 14 may 2023 in report [2017865-2023-19893].

Event description:
Related manufacture reference number: 2017865-2023-19893. It was reported that the patient presented prior to generator exchange. It was noted that that left ventricular lead exhibited failure to capture due to dislodgement. Interrogation in clinic noted that the right ventricular lead exhibited low defibrillation impedance. The left ventricular lead was capped and replaced on (B)(6) 2023. Programming changes were performed for the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Correction - g3 - the awareness date of this report [2017865-2023-22661] is 7 jun 2023.